Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID :8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider and a manufacturer representative on (B)(6) 2017. It was reported the patient had a history of disc displacement in the thoracic region, disc degeneration in the lumbar region, 5 back surgeries in the last 10 years, a diagnosis of ehler-danlos syndrome, cancer of the cervix, screws from t11-s1, sacroiliac joint fusion surgery from t11-l5, radiofrequency ablation of bilateral thoracic median branch nerves, a nonperfusion at the t10-t11 level, a surgery on (B)(6) 2015 due to a nonunion, a torn rotator cuff on the right side, surgery for left carpal tunnel, and cataract surgery. The patient was taking the following oral medications: albuterol, aciphex, amitiza, baclofen, buspar, cymbalta, dilaudid, escitalopram oxalate, fentanyl, nabumetone, prempro, trazodone, and heparin combination. The patient was a former smoker. Amitiza reportedly caused the patient to have diarrhea, and when she stopped taking it, it caused constipation. The patient's immunization history included an in fluenza vaccine and a pneumococcal conjugate vaccine in 2015. The patient also had a history of the following diagnostic and screening procedures: colonoscopy, pap smear, and mammography. The patient's weight was (B)(6) lbs. The patient's spine had a scar from the lower thoracic into the sacral area, and the patient had a brace in place. At a refill appointment on (B)(6) 2015, the patient's pump was filled with a different combination of medications. The patient reported the pump was working much better for her. At a refill appointment on (B)(6) 2016, the patient reported doing a lot better. The patient continued to use a brace and also used a fentanyl patch with oral medication. These interventions allowed the patient to be very functional. At a refill appointment on (B)(6) 2016, the patient reported experiencing the torn rotator cuff, carpal tunnel surgery, and cataract surgery. The patient reported a lot of increased pain following the procedures, and increased the duration of her fentanyl patch to 72 hours. At a refill appointment on (B)(6) 2017, the patient reported a reduced dose on her fentanyl patch, which increased the pain intensity. The patient's use of a personal therapy manager (ptm) was extremely beneficial, and the patient was quite active. The patient was healing well from her last surgery, and the cataract surgery went quite well. The patient was seeing her managing physician for continued evaluation and treatment of low back and leg pain. During examination, the patient complained of a significant amount of pain in her mid back, sacroiliac joint, and ischial area. The patient experienced pain mainly at nighttime. The patient was also under the care of a neurosurgeon and another pain management physician. The patient had tried multiple medications and multiple interventional procedures, which had not been very beneficial. In the last four months, the patient reported seeing a surgeon regarding fusion of the sacroiliac joint and underwent multiple diagnostic procedures, including magnetic resonance imaging (MRI), computerized axial tomography (cat) scan, and flexion extension films of the back. Under the care of the patient's pain management physician, the patient recently had a caudal epidural steroid injection that appeared to help the patient significantly. The patient recently underwent a bilateral thoracic branch block at t10-t11 and t11-t12, and the patient experienced one day of good pain relief. She was able to walk around better. The patient then underwent radiofrequency ablation of the bilateral thoracic median branch nerves. During examination on (B)(6) 2017, the patient was seen for multiple pain issues. The patient indicated that her pump was making a funny noise, and the patient reported an increased amount of pain. The patient's pain while moving was described as 9 out of 10. The patient's sleep was a little irregular, and bowel movements were a bit of a problem. The patient's gait was mildly limp while walking, but normal while stationary. The patient' s sacroiliac joint was tender bilaterally, the tenderness was described as mild-moderate. The patient was to avoid cigarette smoke, contact the office with any problems, continue home remedies, continue present treatment plan, and continue with home exercise program as tolerated. The patient's hcp was not satisfied with the patient's current pain management, and it was thought that the current medications were not working very well for the patient. The importance of staying active, maintaining good posture, and weight control were explained to the patient. After investigating the pump, it was determined that replacement was necessary because there was no guarantee the pump would continue to work. A bolus was attempted during examination to reactivate the motor, but the issue was not resolved. Medical clearance was requested for a pump replacement procedure requiring anesthesia as soon as possible, and the patient agreed. The patient was given 4mg oral hydromorphone to take as needed. On (B)(6) 2017, the patient called to indicate the pump was working and she was feeling quite well. The hcp determined it was still appropriate to replace the pump because it was not possible to continue daily functioning, and surgery was scheduled for (B)(6) 2017. The hcp requested bloodwork to be performed on the day of surgery. During the procedure, the patient was given general anesthesia with a laryngeal mask airway (lma). 1gm of ancef was given to cover for the procedure. Local anesthesia containing bupivacaine 0.25% and epinephrine was applied to the incision area. The pump was disconnected from the cathet ER, and aspiration was attempted with a 1ml syringe. Cerebrospinal fluid (csf) could not be obtained. There was concern about catheter integrity, so the catheter was tested. The new pump was emptied and refilled with hydromorphone (3mg/ml) and clonidine (400mcg/ml). The pump was connected to the catheter and then tethered to the cavity using 3 ethibond sutures. Irrigation was performed, and hemostasis was obtained. The incision was closed with 2-0 vicryl's interrupted sutures for the subcutaneous layer, followed by 4-0 vicryl for the skin. 20ml exparel was applied along the entire incision along with dermabond, and the incision was covered with teflon and an opsite dressing. It was estimated the patient lost 5ml of blood during the procedure. Telemetry was performed, and the pump was set to dispense 8mg per day of hydromorphone. The ptm was programmed to allow 0.8mg per hour with a maximum of 8 boluses per day. Refill was scheduled for (B)(6) 2017. The patient tolerated the procedure well and was sent to recovery in a satisfactory condition. The patient was instructed to let the hcp know how she was doing in a few days, and return for a follow-up in 10 days. A follow-up was to be scheduled in 5 days for follow-up and also on (B)(6) 2017 for a pump refill (note: this statement is inconsistent with operation notes from (B)(6) 2017). No abnormalities were noted regarding pump logs examined on (B)(6) 2017. Pump logs examined on (B)(6) 2017 confirmed the motor stall event.

Manufacturer narrative:
Returned pump analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer¿s representative on (B)(6) 2017. It was reported that the pump started to alarm on (B)(6) 2017, the exact date was not certain. The patient experienced withdrawal, which did not occur for two days later and the physician gave the patient oral medications. It was indicated that there was nothing to report related to any environmental/external/patient factors that may have led or contributed to the issue. As troubleshooting performed, it was noted that the pump was alarming and the doctor interrogated and saw a motor stall message. Replacement surgery was scheduled as intervention/action taken to resolve the issue. Surgical intervention occurred as the pump was explanted and a new pump was provided to replace it on (B)(6) 2017. It was noted that the pump would be returned by the representative. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury¿ (note this is conflicting with the report that surgical intervention occurred and the patient experienced withdrawal). The patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time included clonidine [400 mcg/ml] at a dose of 160 mg/day (note this is conflicting with the previous report that the clonidine was at a dose of 116 mcg/day).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving dilaudid (hydromorphone) 35mg/ml for a total dose of 14mg/day and clonidine 400mcg/ml for a total dose of 116mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2017 motor stall was seen at initial interrogation. It was noted patient did not recently have an magnetic resonance imaging (MRI). It was noted patient called healthcare professional (hcp) to report seeing code 8476 on personal therapy manager (ptm). The following motor stall considerations were reviewed: consider pump replacement, consider programming to minimum rate, and cover patient with non-pump medication. If explanted/replaced returning pump to manufacturer is recommended. No symptoms were reported at time of call. It was noted patient can receive an additional 8 boluses per day; 0.8mg for each bolus. It was noted hcp will have patient come into the office tomorrow (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported the catheter was functioning and there was no problem with getting good pain relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.